Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 400 mg/dl, cause was unknown. Customer was taken to the emergency room (ER) where bg was treated intravenously with saline and insulin. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.